Event description:
It was reported that the subject device did not control whites. The reported event was discovered in a classroom setting. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The device evaluation revealed a green image. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the r-unit is broken and therefore the image is green. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not control whites. There were no reports of patient harm.